Event description:
During an implant procedure, the lead was rotating with the helix instead of extending it. The lead insulation appeared to be twisted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field events of a twisted outer insulation and the lead rotating together with the helix were confirmed. As received, the helix of the tendril sts lead was retracted, clogged with dried blood/tissue, and the inner coil was over-torqued at the connector region. The stylet was bent, and blood was noted on the distal end region. Additionally, the outer insulation was twisted. After the helix housing was cleaned, the helix was able to be retracted and extended normally.